Manufacturer narrative:
Awaiting product return for eval. Eval method: the device history records (DHR) were reviewed as required. All mfg and quality assurance testing was carried out in accordance with applicable quality procedures. Results: the production batch record for this product shows that it was released in accordance with all governing qa/quality control procedures prior to distribution. There are no similar or other types of complaints against the batch. Suture retention testing was performed on this batch prior to release, and the pieces tested were within specification. Items marked as ni are unk to us at this time. If add'l info is received, it will be sent in a f/u report. (B)(4).

Event description:
It was reported that during a type a dissection procedure, while stitching the implant, the surgical sutures were pulling out on both ends. It was reported that the procedure was completed with another prosthesis with no adverse effect to the patient.